Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate intermittently remained static. Customer¿s blood glucose reached 150-186 mg/dl. Reportedly, the customer continued to use the existing cartridge and the insulin gauge began to decrease as intended.